Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that black foreign matter was discovered on needle with a bd intima-ii closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: there was black foreign matter on the needle shield while opening the package.

Manufacturer narrative:
H.6. Investigation: unfortunately a lot number could not be submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. Based on the available photograph the precise identity of the foreign material cannot be determined, but our engineers were able to confirm this is related to the manufacturing process. DHR could not be performed due to unknown lot#. H3 other text: see h.10.

Event description:
It was reported that black foreign matter was discovered on needle with a bd intima¿-ii closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: there was black foreign matter on the needle shield while opening the package